Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is avail data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data. The root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had voltage. The shared data log was reviewed and did not contain a bluetooth pairing failure event, but the data evaluation did confirm a permanent loss of connection. The reported event of bluetooth pairing failure was not confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.